Event description:
Caller tested 2.4 inr on the coaguchek xs system. Caller reported having pain in his jaw and severe chest pain after receiving the reported result. Caller went to see his physician to have an EKG done; he was sent to the hospital and a comparison lab returned as 1.8 inr. Approximately one hour elapsed between the results. Caller is still at the hospital, undergoing stress tests and heart imaging. Caller did not receive medical treatment; his physician advised him to stop taking coumadin. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.